Event description:
The customer contact reported that during testing at the user facility, it was noted that the ground prong on the ac power cord plug was missing. There were no reports of any adverse pt events and no reported delays in critical therapies while the pump was in clinical service. Though requested, no additional info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(6) 2011 by the hospira field service engineer. The power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.